Manufacturer narrative:
Pump received with no button response due to flattened all button dome switches. Pump received without the original pump belt clip. No cosmetic damage noted. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were stiff and hard to press. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.